Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead stiffness test was performed and was within product specification. A complete lead was returned for analysis and upon examination, no externalization was observed.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within product specification.

Event description:
It was reported that the patient presented to the hospital with chest pain. Upon interrogation, a decrease in sensing and increase in capture threshold were observed. Perforation was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
New information received from an attorney notes externalized conductors were observed.